Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml baclofen at 200mcg/day via a trial catheter. It was reported the patient was going to do a trial starting (B)(6) 2018. The volumes for the catheter were reviewed. It was reviewed that the patient was not improving symptom wise. No further complications were anticipated/reported. Additional information was received from a manufacturer's representative. It was reported that the patient had an intrathecal baclofen catheter revision and trial. The rep stated they would follow up for more info. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 81102, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8598, serial# (B)(4),product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The cause of the symptoms not improving was unknown. It was reported a new pump and catheter segment were implanted. It was reported the pump would be returned to the manufacturer. It was reported that the patient was doing great. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4); product ID: 8598, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml baclofen at 200mcg/day via a trial catheter. It was reported the patient was going to do a trial starting (B)(6) 2018. The volumes for the catheter were reviewed. It was reviewed that the patient was not improving symptom wise. No further complications were anticipated/reported. (B)(6) 2018 e1, e2, (rep): additional information was received from a manufacturer's representative. It was reported that the patient had an intrathecal baclofen catheter revision and trial. The rep stated they would follow up for more info. No further complications were anticipated/reported. (B)(6) 2018 pc, pc1 (rep): no additional information was received. (B)(6) 2018 pc2 (rep): no additional information was received. (B)(6) 2018 pc3 (hcp, rep): additional information was received from the healthcare professional via manufacturer representative. It was reported that there was no therapeutic effect, so the doctor disconnected the catheter and put on an additional segment leading to an externalized catheter. After testing, the patient showed the same symptoms as before. The doctor then connected everything to a new pump and increased the dose. The cause of the event was never found. The pump was replaced; the hospital had it and it would be returned to the manufacturer.